Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample was tested for accu tni and a result of 0.67ng/ml was obtained. The original sample was tested for accu tni on a different instrument in the customer's lab and result was 0.02ng/ml. The sample was re-spun and then re-tested on the different instrument and repeated result was 0.01ng/ml. The erroneous result was not reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
Per customer, qc recovery was erratic the morning of (B)(6)09 and then recovered within specifications upon repeat. Actual qc data was not supplied. A system check performed after the event on (B)(6)09 at 10:09 failed due to some parameters resulting out of specifications high. The customer repeated only the failed portions of the system check on the same day and obtained passing results. A customer technical service (cts) had the customer review the instrument event log and they found wash wheel pump failure - aspirate pump and failure while attempting wash pump 1 piston move errors. An actual event log was not supplied. A field service engineer (fse) was dispatched: the fse performed upper precision pump spring modification and noted that all removed springs were unbroken. Per fse, the customer believes the event occurred when a substrate bottle was changed and also obtained pump errors at the time. The fse found the pump errors occurred at the same time the cover was opened and suspects the errors were due to this. The fse performed 30 reps of lumblanks, carryover and diagnostic testing which all resulted within specifications. The fse ran and verified passing qc, and verified repair per established procedures; results met published performance specifications. Although the fse went on site, no clear root cause for this event has been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).